Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through a pump reset, and after the reset, the cgm error code did not reappear.